Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a patient who had a pipeline flex with shield flow diverter stent implanted on (B)(6) 2023. There was no reported intra-operative issues or device malfunction and there was complete apposition of the pipeline device. However, site has reported observation of raymond roy (r<r) aneurysm occlusion class 3, signifying residual aneurysm. Date of observation was not provided. There was no parent artery stenosis and no associated patient symptoms or other complications. No additional treatment or intervention was reported at time the information was received. Additional information was received that the r<r class 3 observation was reported at 1 year imaging follow up on (B)(6) 2024. There was no retreatment at this time. The cause of the incomplete occlusion was not determined. Additional information received reported that the site confirmed there were no device issues or patient symptoms and updated their response to a class 1 occlusion. Additional information received. The core-lab reported at 1 year dsa imaging (B)(6) 2024) residual aneurysm, no parent artery stenosis, but 76-95% stenosis of the ophthalmic branch artery. Note, per case report form ophthalmic was covered at index procedure. The site has been queried for additional information. Site has not reported symptoms additional information received that the site did not report any patient symptoms. No assessments have been made at this time regarding the relation of the adverse event to the device/study procedure. There was no difficulty, abnormality, or complications reported by site in association with the device deployment. The site has not reported any concerns for integrity or performance. Additional information was received stating that regarding core-lab reporting 76-95% stenosis of the ophthalmic branch artery at 1 year dsa imaging (B)(6) 2024), site reports "principal investigator (pi) disagrees with stenosis more than 50% in this branch cerebral artery per review of dsa imaging. This is not an adverse event per pi." Per site completion of the aneurysm follow-up imaging crf CT imaging on (B)(6) 2025, identified: raymond and roy occlusion class 2. Site did not report any symptoms or actions taken with this finding. Additional information was received reporting that monitor queried site to confirm complete wall apposition per source worksheet, site confirmed there was not complete wall apposition and significant stasis post deployment.